Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient was in the emergency department on (B)(6) 2024 with continuous low flow alarms. The modular cable and system controller power leads had several kinks, twists, and bends. The modular cable and system controller were exchanged, but the low flow alarms continued. The patient was asymptomatic but they had a computed tomography angiography (cta), chest x-ray, and echocardiogram performed. The CT confirmed the patient had an extrinsic outflow graft obstruction (eogo). They were taken back to the operating room for removal of the bio debris. Following the procedure, the low flow alarms resolved. The patient was stable.

Manufacturer narrative:
Manufacturer's investigation conclusion: reduction in the lumen of the outflow graft beneath its bend relief was confirmed through review of the submitted diagnostic images, consistent with extrinsic outflow graft obstruction (eogo). A specific cause for the eogo could not be conclusively determined through this evaluation. Review of the submitted cta images confirmed reduction in the lumen of the outflow graft beneath its bend relief that was consistent with eogo. Review of the submitted log files confirmed a decrease in flow over approximately 5 hours on (B)(6) 2024. Low flow alarms were captured over the final 2 hours of log file data that were initially intermittent and progressed to sustained. The system otherwise appeared to be operating as intended at the set speed, and there were no other notable alarms active in the log files. The low flow appeared consistent with low flow due to eogo, and it was reported by the account that the low flow alarms resolved with removal of bio debris. The patient remains ongoing on (B)(6) with no further reported issues at this time. A corrective action has been opened to further investigate extrinsic outflow graft obstructions. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿system monitor¿ provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. The heartmate 3 lvas patient handbook, rev. D, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. The hm3 (heartmate 3) lvas pocket guides to alarms for patients rev. A and clinicians rev. A explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.